Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. The following day, the patient suffered an mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation code results: inherent risk of procedure (myocardial infarction).